Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body found the lead body was slightly twisted and the coil was deformed between 14-19 cm from the terminal pin. The electrode tip of the helix was fully retracted and traces of dried body fluide were noted in the base of the helix. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to high pacing impedances greater than 2000 ohms and high threshold issues observed during product testing at a recent implant procedure. It was also noted that multiple attempts were made to turn the connector tool, however the helix would not extract from the lead. The physician turned the connector tool over thirty times and the helix eventually came out. The decision was made to implant a new lead due to the out of range measurements and the helix screwing mechanism. The procedure was successfully completed. The lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date the explanted lead has not been received at boston scientific. Upon receipt the lead will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.